Manufacturer narrative:
On 04/13/2016 a medtronic representative, following-up at the site, reported a portion of the patients exam on the top and bottom of the mobile view station (mvs) did not transfer over to the navigation system. There was a large amount of artifact in one portion of the exam due to metal in the field. This did not effect the procedure or cause any delay. The surgeon was happy with the lead placement. On 04/21/2016 a medtronic representative performed training at the site regarding proper protocol for prepping the imaging system for surgery, using the imaging system and performing gain calibration. On 04/25/2016 software investigation completed. Findings are that this was caused by user technique. Imaging system software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, there was high artifact in the images and there was cutting off images from both extremes. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.